Event description:
It was indicated that there were no audible tones. The self test was performed and the pump did not pass the tone test. The contact was advised that a replacement will be sent. No further details.